Event description:
The following was reported by the pt. In (B)(6) 2008, pt was implanted with a bard composix l/p mesh for repair of a left lower abdominal incisional hernia repair. The pt had a previous hysterectomy in the area. The pt had intermittent pain since the time of the hernia repair that has become worse over time and recently is constant sharp pain that is preventing her from doing her daily activities. The pt was evaluated by her urologist and during a vaginal exam the md could feel the mesh against the vaginal wall.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt reports pain since the time of implant. Currently, medical records have not been provided and it appears the mesh remains implanted. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. With the available info, no conclusion can be drawn.